Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was due to difficulty recharging the ins since the day after implant. The patient (pt) explained that he will be recharging the ins with recharging excellent on the screen, but the charging time takes 2 hours and up to recharge the ins. Pt noted that when he started charging the ins yesterday, the ins battery was at 40%, and it took upwards of 45 minutes to get the ins battery to 50%. Pt states that he charged the ins for another 1.5 hours but the ins battery wouldn't increase pass 50%. He noted that he have been working with his manufacturing representative (rep) and was instructed to do a controller reset, which helped for a bit, but didn't resolve the issue. He also tried turning the ins off, and that he was able to charge on friday and saturday night after speaking with the reps, but it still took a long time to recharge the ins. Pt states that he no longer has bandages over his ins because they were removed on thursday. Pt noted he keeps the screen awake while recharging. Reviewed best charging practice with the patient. Pt reports that the recharger antenna (rtm) paddle was getting hot, and that the controller battery depleted to 30%, and only increased the ins by 10% when he charges. No symptoms reported. A replacement rtm was sent to the patient.

Manufacturer narrative:
Concomitant medical product: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) revealed a recharge antenna failure; they received the "no device found" message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.